Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode is expected to be returned and will be analyzed. A supplemental report will be filed at that time.

Event description:
It was reported that this electrode was programmed in alternate and inappropriately shock the patient due to t wave oversensing and low amplitude. Technical services (ts) provided troubleshooting options. This electrode remains in service. No adverse patient effects were reported. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. Additional information was received that this electrode was explanted due to the previously mentioned clinical observations in addition to a suspected pocket fracture. This electrode was replaced with a transvenous system. It was noted that therapy had been exhausted with this event. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 70mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a and high voltage cables have fractured filars. The sense a cable is fractured in and around the area approximately 26mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.